Manufacturer narrative:
Required intervention. Endoleak, inaccurate stent graft delivery.

Event description:
A talent abdominal stent graft system was implanted in a patient for the emergent endovascular treatment of a 7.8 cm abdominal aortic aneurysm. Vessels were mildly tortuous and mildly calcified. The aortic neck angulation was less then 5 degrees, 10 mm in length, and was 27 mm in diameter at the renal arteries and 29 mm in diameter 10 mm below the renal artery. It was reported that the patient presented emergently with back pain and had back pain for three days prior to the intervention. The CT showed a 7.8 cm abdominal aneurysm and a 4.2 cm left iliac aneurysm. As the bifurcated stent graft was being deployed, the physician inadvertently pulled the stent graft delivery catheter down slightly further than intended, resulting in a type I endoleak. The physician elected to place a talent aortic cuff at the renal artery, which successfully resolved the endoleak. No additional clinical sequelae were reported, and the patient is fine.